Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements to out-of-range values (162 ohms). Recently, 1.1 joule and 41 joule synchronous shock testing was conducted, which resulted in elevated, but still in-range shock impedance (108 ohms and 112 ohms, respectively). The physician elected to continue with remote monitoring and no additional adverse patient effects were reported. At this time, the rv lead remains implanted and in-service. Recently, the elevated impedance has persisted, with values greater than 150 ohms. Further integrity testing was performed, which resulted in 108 ohms with a 1.1 j shock, and 115 ohms, with a 41 j shock. The physician elected to surgically explant and replace the implantable cardioverter defibrillator (ICD) to resolve the event. The rv lead was left implanted and in-service, and the physician is continuing with monitoring. At this time, the rv lead remains implanted, and the ICD was retained by the healthcare facility and will not be returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description). This report is being sent to provide new information in sections h6 (evaluation conclusion codes) and h11 (additional MFR narrative). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements to out-of-range values (162 ohms). Recently, 1.1 joule and 41 joule synchronous shock testing was conducted, which resulted in elevated, but still in-range shock impedance (108 ohms and 112 ohms, respectively). The physician elected to continue with remote monitoring and no additional adverse patient effects were reported. At this time, the rv lead remains implanted and in-service. Recently, the elevated impedance has persisted, with values greater than 150 ohms. Further integrity testing was performed, which resulted in 108 ohms with a 1.1 j shock, and 115 ohms, with a 41 j shock. The physician elected to surgically explant and replace the implantable cardioverter defibrillator (ICD) to resolve the event. The rv lead was left implanted and in-service, and the physician is continuing with monitoring. At this time, the rv lead remains implanted, and the ICD was retained by the healthcare facility and will not be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements to out-of-range values (162 ohms). Recently, 1.1 joule and 41 joule synchronous shock testing was conducted, which resulted in elevated, but still in-range shock impedance (108 ohms and 112 ohms, respectively). The physician elected to continue with remote monitoring and no additional adverse patient effects were reported. At this time, the rv lead remains implanted and in-service. Recently, the elevated impedance has persisted, with values greater than 150 ohms. Further integrity testing was performed, which resulted in 108 ohms with a 1.1 j shock, and 115 ohms, with a 41 j shock. The physician elected to surgically explant and replace the implantable cardioverter defibrillator (ICD) to resolve the event. The rv lead was left implanted and in-service, and the physician is continuing with monitoring. At this time, the rv lead remains implanted, and it is currently unknown if the explanted ICD will be returned for analysis.